Event description:
Reporter alleged blood glucose measured 76, 156, and 168 mg/dl, when all tests were performed within 10 minutes. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.